Event description:
A patient ((b)(64)) was enrolled in the post approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2012, the patient was injected with 2.0 ml coaptite, lot 1029318. On (B)(6) 2012, the patient was injected with 2.0 ml coaptite, lots 1030939 and 1031234. On (B)(6) 2012, the patient developed urinary tract infection diagnosed by urinalysis. The patient was treated with ciprofloxacin starting on (B)(6) 2012; dose, frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the patient developed urinary tract infection diagnosed by urinalysis. The patient was treated with macrobid starting on (B)(6) 2012; dose, frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the patient reported a fall leading to hospitalization. The patient was found on the floor by medics. The patient was treated with IV fluids and oxygen starting on (B)(6) 2012; dose, frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of moderate severity and definitely not related to coaptite. On (B)(6) 2012, the patient developed urinary tract infection diagnosed by urinalysis. The patient was treated with augmentin starting on (B)(6) 2012; dose frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the patient developed urinary tract infection diagnosed by urinalysis. The patient was treated with ciprofloxacin starting on (B)(6) 2012; dose, frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Additional lots used: 1030939 (expiration date 03/2015, manufactured 03/2012) and 1031234 (expiration date 03/2015, manufactured 03/2012. The device history records for three lots were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.